Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor needle broke off in the serter. Customer's blood glucose was 142 mg/dl. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
We inspected one opened/used sensor and found insertion needle hub separated from sensor base. We were unable to confirm customer received sensor in said condition due to customer returned opened/used. Complaint against sen-serter. We were unable to confirm adhesive anomaly due to sensor was returned opened/used.